Manufacturer narrative:
(B)(4).

Event description:
Customer reported patient had a potential skin tear or redness during use of the device. No medical intervention was required. The patient's condition was reported as fine. Additional information was requested, but not received at the time of this report. The location of the skin tear/redness was not reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturer reports that the supplier (power choice) had "carried out the static test (sampling check) as per the astm 2726 for each lot that produced. There is no lots rejected in-house due to the same issue as reported by complainant." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
Customer reported patient had a potential skin tear or redness during use of the device. No medical intervention was required. The patient's condition was reported as fine. Additional information was requested, but not received at the time of this report. The location of the skin tear/redness was not reported.